Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(6); however, the customer confirmed that the complaint sample was from lot: 24045688. The feedback provided by the customer states that, "connector did not run when pre-filled, and needed to be repeatedly twisted and flushed before it could be cleared." Further information from the customer has stated that repeated twisting was required to successfully vent the infusion connector with the prefill. The incident was observed during activation and no medication was used. The connected product was bd prefilled catheter flusher; part no. 306594 and no damages were observed with the product. The connector was partially blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot: 24045688 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: the fourth internal medicine department reported that the infusion connector did not flow during pre-filling, and it needed to be repeatedly twisted and flushed to be unobstructed. Additional information received by the customer: 1. Please describe the event described. Was blockage observed? Yes, the customer required repeated twisting to successfully vent the infusion connector with the prefill. 2. Please return the affected product (with original packaging if possible) for investigation. If the affected product cannot be returned, please provide detailed photos/videos of the product and the damaged area. Samples can be returned, but they are samples that are unobstructed after repeated twisting. 3. Please confirm whether the problem was observed during activation or infusion? During activation. 4. Please confirm what medication was being used when the incident occurred? No medication was used, and it occurred during venting. 5. Please confirm whether the medication was stored in the refrigerator? If so, was it allowed to reach room temperature before use? No medication was used. 6. Please confirm the brand and model of the connected product? The connected product is bd prefilled catheter flusher, part no. 306594. 7. If possible, please send us the connected product to assist in the investigation. Yes. 8. Please confirm whether the device has any visible defects, such as cracks, flash, folds? No defects. 9. Please confirm whether the connected product uses luer sleeve or luer lock connection? Yes. 10. Please confirm whether it is completely or partially blocked? Partially blocked, the connector is unobstructed after repeated twisting. 11. Please confirm whether all 100 products are affected? The processing progress has been updated in the previous email, please check. Currently 45 products are affected, and green claims and explanation letters are required. 12. Please confirm the batch number of the affected products batch number: 24045688.